Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was chosen for a procedure. Patient had visible smoke in appendage pre procedure. During procedure, the activated clotting levels was 173 baseline and 10,000 units of heparin was administrated. The amulet was implanted after three partial recaptures. On (B)(6) 2024, a follow up transesophageal echocardiogram (tee) showed thrombus. The appearance of thrombus was globular and in acute angle between disc and pulmonary vein (pv) ridge. An oral anticoagulant (oac) was recommended.

Manufacturer narrative:
It was reported that a follow up transesophageal echocardiogram after two months of amulet implant showed thrombus that was globular and in acute angle between disc and pulmonary vein ridge. Information from field indicated that the patient had visible smoke in appendage pre-procedure, and that the amulet was implanted after three partial recaptures. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. Based on cine review performed at abbott, there was a large drt noted on the disc between the level of the disc and left upper pulmonary vein ridge. Disc was below the pulmonary vein ridge creating an acute angle between the disc and the ridge. Based on the available information, the cause of the reported thrombus could not be conclusively determined. An oral anticoagulant was recommended. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.